Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no pacing and "high ventricular rates". The right atrial (ra) lead exhibited "atrial spikes". The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.